Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (3) 5f mynxgrip vascular closure device (vcd) would not hold pressure and that there was no saline weep from the balloon indicator during prep. The physician got white/black/white but no saline weep. There was no reported patient injury. The physician then had the staff pull the remaining lot of this device and called the sales representative. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The three devices and one sterile device will be returned for evaluation. (B)(4): a non-sterile 5f mynx grip vascular closure devices involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sheath used in the procedure was not returned with the device for the evaluation. Nevertheless, the syringe used was observed to be returned attached on the returned unit with the stopcock in the closed position. The sealant and advancer tube were returned in their manufactured positions. Functional testing was executed using the returned syringe to inflate and deflate the unit¿s balloon. During this analysis, no balloon inflation or deflation difficulty was observed from the device that could be related to the reported event. A microscopic analysis was performed to the balloon to confirm the state of the surface and body. During the analysis, it was observed that no damage was observed on the balloon¿s surface that could be related to the reported event. The reported events of ¿balloon-balloon loss of pressure at prep¿ were not confirmed through analysis of the returned devices as they passed functional/microscopic analysis. The exact cause of the reported incidents could not be conclusively determined during analysis of the returned devices. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to the issues experienced since there was no loss of pressure noted on either device. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces, which can be mistaken as a balloon loss of pressure. Neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of (3) 5f mynxgrip vascular closure device (vcd) would not hold pressure and that there was no saline weep from the balloon indicator during prep. The physician got white / black / white but no saline weep. There was no reported patient injury. The physician then had the staff pull the remaining lot of this device and called the sales representative. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The three devices and one sterile device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.